Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported that 6 additional rd dcis were not working. This customer has had previous complaints about rd dcis breaking down much more quickly than the lncs equivalent. Per the customer: "ironically, we found out that 2 more non-disposable probes were not working yesterday after a medical emergency of a patient seizuring in our adjacent xray department. Staff were getting frustrated as they had 3 monitors and 3 different sat probes that there were trying to use to get an oximetry reading. After much time and delay, it was determined that 2 of the 3 probes were not working. They lit up but did not register a reading. I think I have 6 here in my office that have not had longevity with us. This clinical situation sure highlighted our challenges with these probes."